Event description:
New information received on 30 sep 2019, indicates that the patient experienced syncope.

Event description:
The patient presented with palpitations.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2019-14692. It was reported that the patient presented in clinic with a right atrial lead right ventricular lead that had high thresholds. It was noted through fluoroscopy that the leads were dislodged. The leads were replaced, and the patient was recovering. On (B)(6) 2019: fluoroscopy ¿ dislodgement was noted.